Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): added additional information. The analysis results found that the device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate, however, the hand activation max button was working intermittently. However, the device did activate with the foot switch assembly. The device was disassembled but no anomalies that could affect the functionality of the hand activation buttons were found. As the tissue pad was not returned, further functionally testing could not be performed. The intermittent max hand activation button is not related to the reported issue of tissue pad detached.

Event description:
It was reported that during an unknown procedure the device get the tissue pad loosed. They removed the tissue pad from the patient. Another like device was used to complete the case. No patient consequences.